Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. It was observed during the procedure that a visible fracture was present on the right ventricular (rv) lead just above the device in the pocket. Because capture thresholds had slowly been trending upwards over the past two years an educational guess was made that the fractured lead was the rv lead. The lead was capped on (B)(6) 2020 and replaced. Test results were great and within normal limits. The patient was stable and doing well.